Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error and rewind anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that he put in a bolus for dinner and the pump said rewind. The customer also had problems with the up and down buttons. The customer mentioned that the units add up quickly without him pressing. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.